Event description:
Loss of integration. It was reported that the implant at tooth site #13 lost integration due and was removed. Symptoms as a result of the event: pain & inflammation. Additional appointment required: yes, to place a new implant.

Event description:
Loss of integration. It was reported that the implant at tooth site # 13 lost integration due and was removed. Symptoms as a result of the event: pain & inflammation. Additional appointment required: yes, to place a new implant.